Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid. Concurrent conditions were listed as dysmenorrhea and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation ("have not been able to visualize the right essure coil"), migraine ("severe migraine") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, migraine and menstruation irregular were unknown. The reporter considered device dislocation, menstruation irregular, migraine and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): the left essure coil as visualized on ultrasound and appears to be in the proper position quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid. Concurrent conditions were listed as dysmenorrhea and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation ("have not been able to visualize the right essure coil"), migraine ("severe migraine") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, migraine and menstruation irregular were unknown. The reporter considered device dislocation, menstruation irregular, migraine and pelvic pain to be related to essure administration. The reporter commented: removal scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): the left essure coil as visualized on ultrasound and appears to be in the proper position. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-jan-2021: mr received : event " have not been able to visualize the right essure coil", reporter added. 19-jul-2022: medical record received. Essure removal details, concomitant conditions & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("have not been able to visualize the right essure coil"), migraine ("severe migraine") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, migraine and menstruation irregular outcome was unknown. The reporter considered device dislocation, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: removal scheduled. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received : event: "have not been able to visualize the right essure coil". Reporter added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, migraine and menstruation irregular outcome was unknown. The reporter considered menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: removal scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, migraine and menstruation irregular outcome was unknown. The reporter considered menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: removal scheduled. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.